Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11275, reference MFR report: 1627487-2012-11276. It was reported the pt had experienced heating at the ipg pocket while recharging and discomfort when the amplitude was too high. The pt reported she had been placed the charging paddle directly on the skin. The pt was advised to use the antenna sleeve. The pt reported she was to speak to her physician regarding the issues. On (B)(6) 2012 st. Jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.